Event description:
It was reported that the ventilator changed values during use. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator changed values during use. Our field service engineer inspected the ventilator on site and the equipment passed the pre-use test successfully. However, further investigation revealed physically damaged components: the pcb expiratory channel board was found to have a burnt component, and the compressed air module had a broken seal. The physically damaged components were replaced, and subsequent testing with the fluke vt650 flow analyzer (no. 5137029) confirmed that the previously reported issue of altered values during operation has been resolved. The values produced were within the acceptable range. No part returned for investigation, hence no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-18 or 2015-10-22.

Event description:
Manufacturer's ref. (B)(4).